Manufacturer narrative:
Data analysis was not performed because the patient was on lovenox at the time of testing. Lovenox is part of a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per limitations of product use, the inratio meter should not be used for patients on heparin therapy. No product is expected to be returned. No further investigation required. No strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.8, lab: 2.8.